Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if the malfunction code reappears, which the customer acknowledged and understood.